Event description:
It was reported that a customer is experiencing exon 2 failure in secore loc dpb1 seq kit 2 amp r #5351925, lot # 1275431. Upon retesting the issue remained. The customer performed troubleshooting activities including replacing the array on the ab3130, along with other unspecified troubleshooting. This results in a no type. ((B)(4)). The reported problem is related to a research use only product and is not reportable. However, the same product lot may be found in secore dpb1 locus sequencing kit, catalog # 5351025, lot # 1275431.

Manufacturer narrative:
The investigation of secore dpb1 locus sequencing kit, catalog # 5351025, lot # 1275431 is ongoing.